Event description:
Information was received indicating this pump was returned for repair due to a check clutch/plunger lever indicator. No adverse patient effects were reported.

Event description:
It was additionally reported that no patient injury occurred and it is unknown for sure whether there was patient involvement. The issue was reported after the user "complained" of the error with the pump.

Manufacturer narrative:
One pump was returned for evaluation in poor condition. Visual inspection found that the top case was chipped at the left corner and the bottom case was cracked. A review of the event history log found that there was a check clutch/plunger lever error. Functional testing involved occlusion testing and found that the reported issue was replicated. It was observed that the clutch assembly was affected due to wear. Based on the evidence, the root cause was attributed to normal wear.